Event description:
In 2007 - reporter states that he has three beds that are having problems with the siderails not latching. He states that he installed the inline spring latch kit, to resolve the problem with the siderails not latching.